Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. The device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The device evaluation found that no image would display on the screen due to a faulty cable unit. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm¿never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged¿do not use excessive force when wiping the external surfaces of the camera cable¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope¿never use a clamp or forceps to attach the camera cable to another object.¿. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. Probable causes include improper handling of the cable by the user. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation. We were unable to confirm the user report of the device won't connect. It was determined no image displayed on the screen due to faulty cable unit. The device was repaired and returned to the customer.

Event description:
User facility reported to olympus they are unable to connect the camera head. There was no report of patient involvement.